Event description:
Dr. Advised that screws came out of the appliance. Dr. Advised that the screw ended up in the patient's mouth and the part was bent.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be explicitly determined. A potential root cause is that the screws were not tighten properly and could have caused the screws to be loose. With the screw being loose, this may have caused the rod to bend during use. Manufacturer reference: (B)(4).